Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the basal history and total daily dose for (B)(6) 2015 adds up correctly to the user's programmed basal segment. No eaw¿s in the alarm/bb history indicating an interruption in delivery. Accuracy testing performed on the pump; no delivery defects found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected. The pump was exercised for 24 hours at 2.0u p/h; pump history shows the correct amount delivered. Returned battery cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.